Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 on an auxiliary tower would not open and error message "failed to close" was present. A field service engineer (fse) checked in hardware test application (hta) and, after several attempts, all doors registered as closed except door 3; the latch assembly with wire harness was replaced, and re-testing in hta confirmed the issue was successfully resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 experienced a failure and would not open when accessed. The customer attempted troubleshooting steps, including checking for obstructions, performing a recovery process, and completing a hard reboot, however, the door continued to fail to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.